Manufacturer narrative:
Information anticipated, but not available at this time.

Event description:
It was reported that prior to an unknown procedure, the hand switch was non-functional. Another device was used to complete the case. There were no adverse consequences to the patient.